Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, and pump showed red light and repeated vibration. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try specific button presses, connect pump to working power source, and then to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, provided instructions for placing pump into storage mode and returning it within required timeframe, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.